Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they noticed that the communication between the communicator and the device was extremely finicky and they found they had to turn off any bluetooth devices so that they could communicate with the ins otherwise it would fail to communicate, and the other bluetooth devices interfere and tend to block it out. The agent asked the patient what error they got when they were trying to connect. They didn't recall exactly what it was but it was like "failed to connect". The patient also said they're shocked that the workaround to this issue was not included in the instructions manual and that would be helpful. The patient also added they wish the manufacturer would put the app on their apple phone because the programmer took an extremely long time to boot up. The patient also noted that they tried to set up the device immediately after the surgery and because of the anesthesia side effects a lot of the nerves and what not weren't responding the same and they found that after the initial set up and after their body was cleared f rom all the anesthesia that the setting was too high and they had to sequentially drop it. There was no documentation on any of this and there's no note to the end user that these are possibilities. The patient also stated they'd like to talk to someone in the technical department about all these suggestions they made. The patient added that navigating through the manufacturer website was challenging because there's so in much there and they could help write the webpage easier for people like them because they ended up having to go through cardiac and all that stuff and there should be an easy dropdown where they could select what they needed without scrolling endlessly. The agent reviewed therapy information, stimulation expectations, and documented reported event. No further action was taken by patient services.